Manufacturer narrative:
On 06/29/2021, mentor became aware that the patient participated in a glow study. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 12, 2022, mentor became aware that per confirmation received there was no rupture. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with 475cc mentor memorygel breast implant and was presented with left side pain, and right side breast implant rupture and inflammation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the manufacturer site phone was reported incorrectly in the initial report. The correct phone number is +(949)789-8687. Manufacturer¿s reference number: (B)(4).